Event description:
The customer reported that the system displayed a generator error message. This error message will likely result in a system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.